Event description:
The physician was attempting to implant a 2.75mm diameter x 18mm length integrity rapid exchange (rx) coronary stent to a lesion in the proximal/mid rca. The lesion was reported to exhibit 70% stenosis, moderate tortuosity and severe calcification. Following six pre-dilatations, an initial attempt was made to implant an other brand stent to the lesion, however, this attempt was unsuccessful. The physician then attempted to implant the integrity device, however, it was reported that when the device was being pushed forward into the lesion, it became bunched and the stent was deformed. The stent delivery system was removed and the pt was referred for rotoblation. No health hazard was caused to the pt and no clinical sequelae were reported. Device evaluation: the stent was positioned on the balloon as per specifications. The struts on the 2nd, 3rd, and 4th distal stent segments were raised, deformed and pulled distally. The distal tip was damaged. Cine image evaluation: the cd images show several pre-dilatation attempts. Post pre-dilatation activity images show a significant amount of stenosis and calcification still remaining.

Manufacturer narrative:
(B)(4). Evaluation, results: severe calcification. Use of force. Conclusions: severe calcification, use of force.